Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the minicap transfer set was leaking while the twist clamp was closed. This was noticed during use of peritoneal dialysis therapy. The transfer set was used for three weeks. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. Functional testing which included leak, clear passage. And clamp function testing were performed with no issues noted. Torque testing was also performed, and the results were within the specification limits. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.